Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6f, minivision stent, heparin, brilinta, aspirin. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to filing of initial medwatch MFR report additional information was received: the access site was the right common femoral artery. A 6f sheath was used.

Event description:
User facility medwatch report was received stating: "following starclose placement there was inadequate hemostasis requiring direct manual compression for definitive hemostasis per routine. What was the original intended procedure? Left heart catheterization with coronary angiography, left ventriculography, supravalvar aortography; ptca with deployment of 2.0 x 15 mm bare-metal minivision stent to proximal ramus intermedius arterial acute occlusion; selective right external iliac arteriography, right common femoral arterial starclose closure, via right common femoral arterial retrograde approach." No additional information was provided.